Manufacturer narrative:
Additional information was received on march 3, 2022. The issues with the left implant were clarified. The issue was originally reported as a local reaction. However, it was clarified that the patient experienced left sided baker grade iii capsular contracture and left sided seroma. The devices were not replaced with explant. Reason for device explant and/or reoperation: capsular contrature/seroma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 18, 2021. The explant date was clarified to be (B)(6) 2021. The right prosthesis was found to be ruptured during explant. This report relates to the left prosthesis. See 1645337-2021-12510 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: local reaction. Future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 350cc mentor memorygel breast implant experienced left sided local reaction post procedure. The left breast began to enlarge and fill with fluid. The physician believed it was due to an allergic reaction. The physician removed the implant, cleaned it, and placed the implant back in the patient. This re-use of the device is off label per the instructions for use. An explant is planned for (B)(6) 2021.